Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset (por) occurred. A por occurred on (B)(6) 2016. No cause was identified. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Time of recommended replacement time (rrt): (B)(6) 2015 02:15:00. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the device was at elective replacement indicator (eri) earlier than expected and an electrical reset had occurred. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Battery depletion was the result of an internal short from the li-plating breaching the anode separator and subsequently contacting exposed cathode material adjacent to he anode separator breach.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.